Event description:
It was reported that when using the bd pyxis¿ anesthesia station es issue with the mini drawers. The user was able to request a medication and the drawer would open; however, it did not register as closed, requiring the user to cancel the transaction to proceed. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia station had an issue with mini drawer pockets where, during inventory confirmation, the mini pocket was cancelling the transaction in the background without the user initially noticing. A field service engineer replaced the drawer due to customer inconvenience, reconfigured it in the hardware test application (hta), and completed testing, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.